Event description:
It was reported that during a lap gastrectomy procedure, when the package was opened, it was found that the universal seal was detached from the device and was fallen out to the dirty area. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.